Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the circumflex coronary artery. A 2.00 x 15 mm mini trek balloon dilatation catheter (bdc) was being advanced with no reported resistance when a mid shaft separation occurred. The separation occurred at a point outside of the anatomy, where the distal portion of the bdc could be simply manually removed from the anatomy. A new 2.00 x 15 mm mini trek bdc was successfully used to continue the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual analysis was performed on the returned unit. The separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulty appears to be related to operational context. It is likely that during advancement, the hypotube kinked and with further handling the kinked portion of the hypotube ultimately separated. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.